Event description:
It was reported that during an indirect decompression (ID) spacer implant procedure, the spacer (model number: 101-9814, lot number: 40027363) broke. The physician removed the spacer and went through the steps to deploy a new spacer. However, after an anterior to posterior (ap) image was taken, the spacer was no longer in the correct space. When the physician attempted to take out the second spacer by engaging the driver, the spindle cap broke off and the spacer was sitting on its side. In addition, the set screw was observed to be outside the spacer. It was noted that the third spacer then became dislodged. The physician attempted to remove the broken spacer and the lower level spacer but could not. The physician elected to leave the broken and dislodged spacers implanted (model number: 101-9814, lot number: 40113412 and 29985231).